Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the touchscreen in monitor was not working. The technical support specialist calibrated the touchscreen to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank monitor touchscreen was not working. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.